Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high right ventricular pacing impedance measurement. At a follow-up, a series of different tests and measurements were performed and the impedance measurements were correct. The decision was made to take no further action. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.